Event description:
The loaner device was sent to an olympus service center for evaluation with a report that there was a leak at the distal end. During inspection and testing, service found the probe was cut and there was a piece missing. This report is being submitted for the malfunction found during evaluation (damage to the probe). There was no effect on a patient due to the event.

Manufacturer narrative:
During inspection and testing, service found the probe was cut and there was a piece missing. A review of the device history record found no deviations that could have caused or contributed to the cut on the probe and the piece missing. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the cut on the probe and the missing piece were due to stress or user handling. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following instruction: "holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The report of a leak from the distal end was confirmed during testing. The bending section cover was leaking. In addition, the probe was dented, the adhesive on the bending section cover was cracked and cloudy, the bending tube was deformed, the connecting tube protruded, the paint was peeling from the scope cover and air water nut, there were scratches on multiple parts of the device, switch one was broken, angulation was reduced and there was play in the angulation knob, the braid in the probe was defective, the distal end was deformed, there was chemical damage on the universal cord, and the ultrasound and video images were noisy simultaneously.